Manufacturer narrative:
Concomitant products: 6935m55 lead; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on all atrial tachycardia/atrial fibrillation (at/af) and ventricular tachycardia (vt) electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.